Event description:
The pt phoned and informed the co they received an amk total knee in 1995 and had been revised in 1997. Pt is experiencing problems again. Their first knee replacement was due to rheumatoid arthritis.